Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported that, during intraocular lens (iol) implant procedure, a scratch was noted on the iol. It was unsure whether the scratch was caused in the loading process, or it was already on the iol. The iol was removed after implanting & they implanted another iol instead. Additional information was requested.